Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occluder foot. The root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint where the patient has reported that the transfer set is leaking even after the roller clamp is closed. The patient after finishing an exchange; closed the roller clamp and tried disconnecting the bag tubing from the transfer-set. By this time fluid started leaking from the transfer-set. This transfer-set was changed 2 months ago. There is no evidence of mishandling of the twist clamp. The patient has been on therapy for 6 yrs.